Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but it has not been made available as of the date of this report.